Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device found that the front panel turned off during the procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is since e03 error has had been recorded, that led of the front panel was turned off sounding alarm due to detecting abnormal operation of the pressure sensor of the main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited failure of the cr (printed circuit) board. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d4, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.